Event description:
Customer reports - during injections, the hub of the catheter is blown off the end of the injector syringe. They do not use an extension tubing, they make a direct connection to the catheter. Their catheters are rated to 1200psi, but they program their injections to 1000psi with a 0.4ms rise time. This occurs at least 30-40% of the time.

Manufacturer narrative:
Liebel flarsheim manufacturing report: root cause is not dimensional. Tip dimensions were in tolerance. No catheter samples were returned, so blow off of catheter from tip couldn't be confirmed. Could be the result of the catheter hub being the wrong size for insertion into the "linden luer nut." We have seen the problem in the past, where some connector hubs are not designed for the linden luer nut application.